Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt the lead screw was not extending and retracting properly. The patients lead impedance with the screw extended was over 2,000 ohm with no capture. The lead was explanted and not used. The lead would not extend outside of the patient's body and retracted back very quickly. There were no patient complications reported as a result of this event.